Event description:
Information was received indicating that while is use of a smiths medical cadd legacy plus pump, the patient reported that he got the pump wet and it is alarming error 1660. It was also reported that he attempted to dry it out and replaced the batteries 2 times in an attempt to resolve the issue. No adverse effects were reported.